Event description:
Patient experienced pain and swelling approximately three months post repair of a chronic rotator cuff tear with orthadapt bioimplant. The bioimplant was explanted approximately five months post repair.

Manufacturer narrative:
This case was a repair of a massive chronic rotator cuff tear where the orthadapt bioimplant was used off-label to bridge a gap in the native tissue. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The manufacturing lot and expiration date of the device were not provided. The manufacturer of the device at the time was pegasus biologics, inc.